Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and displayed error code c 33 upon startup during the inhouse testing. Review of the log also showed recorded error c 00. The complaint was confirmed based on the field evaluation. The probable root cause of error c-33 is attributed to a faulty electrical component inside the iesu.

Event description:
It was reported that an erbe error c 33 occurred upon system startup. After the system was restarted, the error changed to c 00. The technical support engineer (tse) confirmed that the error occurred with the usual system connections and identified that the condition corresponded to high hf voltage. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.